Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/30/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a visual inspection of the pump found no cosmetic damages. Investigation found that the bolus button was responding intermittently. Removal of the bolus button cover found contamination under the button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.